Manufacturer narrative:
H3: the returned pump passed all testing in the laboratory and no anomalies were identified. H6: the previously reported evaluation method and result codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. It was reported that a pump reservoir volume discrepancy occurred. It was described as having been over a 4 ml difference when drug was pulled out. It was further reported that the patient not getting any relief and there was more drug in pump than what the programmer showing. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that a rotor / dye study was done (no date was provided). The pump was replaced. The company representative was in possession of the explanted pump which was to be returned to the manufacturer for analysis. The issue was resolved as of the time of the report. The patient was without injury regarding their status at the time of the report. The pump was administering dilaudid (hydromorphone) with concentration 5 mg/ml at a dose rate of 3.0 mg/ml, and with their personal therapy manager (ptm), .2 mg/ml 6 times per day with a 4-hour lockout. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s medical history was indicated as having been requested but was unknown. It was noted that the hcp had no further information regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp reported on (B)(6) 2020 that they ¿have exchanged his pain pump drugs consistently high volume, side port catheter myelogram twice were showing patent catheter. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient receiving hydromorphone (2.6498 mg/day, unknown concentration) via an implantable pump for non-malignant pain. The patient reported they have been getting volume discrepancies over their last 3 refills (also reported as 4 fill ups). The patient stated "it says they should get 4.9 ounces or whatever". The patient did not know the units of measurements. The patient stated that "when they emptied it, they got back almost 9 (unknown units) and this [was] the 3rd time where we had this happen, I think it was like 8 they got back the time before that when they should have gotten 3.8". The patient stated the volume discrepancy started "8-10 months ago (2018) which was 4 fill ups ago". The patient requested a rep to be present at their next appointment. The patient reported they weren't having any pain relief and stated it has been this way since they were implanted in (B)(6) 2017. The patient stated it was getting worse. On 2019-apr-10, additional information was received from the healthcare professional (hcp). The dates of the patient's previous volume discrepancies were (B)(6) 2018 (was a follow up appointment; 2.4008 mg/day), (B)(6). On (B)(6) 2018, there was no adjustment and no refill. On (B)(6) 2018, arv=6 ml and erv=2.7 ml. On (B)(6) 2019, the arv=8 ml and erv = 4 ml. On (B)(6) 2019, the arv=8 ml and erv=4.9 ml. The cause of the volume discrepancy was requested and the hcp stated the patient had sideport myelogram and the catheter was ok (no kink or leak) and the dye flow was good. The physician stated they informed the patient about the high residual and asked them to contact the manufacturer. The hcp wrote "suspect pump internal tubing issue". The patient was in stable condition.

Manufacturer narrative:
Updated to reflect the information received on 2019-nov-12. (B)(4) added to reflect the information received on 2019-nov-12. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) via a manufacturer's representative (rep) on 2019-nov-12. It was reported that hcp pulled too much drug out of the pump every time the patient would get a refill, around 10cc. It was noted that the dye study performed in april due to the same pump volume problem detected no catheter or pump issue. The hcp performed another dye study and rotor study on 2019-nov-12 and they did not see any issues with the catheter or the pump. It was noted that no environmental or patient factors led to this issue. It was reported that the pump would be replaced and returned for analysis. Surgical intervention was planned, but was not scheduled. No surgical intervention occurred at the time of the report. The issue was not considered resolved at the time of the report. The patient's status at the time of the event was noted as "alive-no injury". No further complications were reported.